Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the micro reciprocating saw was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during functional testing by a service technician at the manufacturer facility, the micro reciprocating saw caused experienced unintended activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failures were confirmed through disassembly and visual inspection. Through visual inspection, the repair technician confirmed the components were affected by corrosion including the motor assembly.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the micro reciprocating saw was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during functional testing by a service technician at the manufacturer facility, the micro reciprocating saw caused experienced unintended activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.